Event description:
The consumer reported receiving 2nd degree burns to her right hand while using the heating pad. She had set the device to the medium setting and slept with the pad on. She woke up from the burns and went to the emergency room for treatment. Sleeping with the heating pads is contrary to proper use instructions.